Manufacturer narrative:
Manufacturer's report date: 07/30/2014. (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a possible back check valve failure. A large dilantin loading dose for seizure control was set up as a secondary infusion and was attached to a normal saline primary infusion line. The pump was programmed and the secondary infusion initiated. Post infusion, the normal saline bag appeared to be expanded and the drip chamber of the primary tubing was completely filled. The patient continued to have seizure activity. The tubing was changed and the pump set up for the next dose of medication. No further patient/event information was reported.